Event description:
New information noted that a lead revision was performed on 11 oct 2022 due to noise on the lead that presented as hvr episodes and caused pacing inhibition. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited sensing noise. Further information was requested however, was not provided.